Event description:
Patient revised to address subsided tibial component, minimal polyethylene wear.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the insert product code/lot provided since its respective release for distribution. The root cause could not be determined. No evidence was found that would suggest product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.